Event description:
The customer reported that both monitors were not displaying, therefore no live image was available. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter was replaced. The system was then found to be operating as intended.